Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced muscle weakness and a tingling sensation following an implant procedure on (B)(6) 2020. As a result, the patient was hospitalized and the lead was explanted (B)(6) 2020. Post-operatively, the issue resolved and the patient is doing well.